Event description:
It was reported that prior to the implant procedure, this device was interrogated and revealed a red alert that the device had entered safety mode. The device was exchanged to resolve the event and there was no patient involvement. The device is expected for analysis, but has not yet been received.

Event description:
It was reported that prior to the implant procedure, this device was interrogated and revealed a red alert that the device had entered safety mode. The device was exchanged to resolve the event and there was no patient involvement. The device was subsequently received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.